Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker was now living in the philippines, and had sent a message to their provider in the united states that they were told the pacemaker battery would be depleted in three months. The device had only been implanted for about five years. There was no available data in the remote monitoring system to analyze the battery for depletion. Technical services confirmed this device was not included in any recent advisories, and discussed possible reasons there could be increased power consumption that would result in a shorter longevity. It was recommended to have the clinic in the philippines submit device data for review. No additional information has been received. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service.